Manufacturer narrative:
(B)(4). G2: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a flexible reamer was broken during a procedure. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H6: proposed annex g code: mechanical (g04) - drill. Visual examination of the returned product/provided pictures identified the reported part and lot numbers match those on the reamer. The portion of the reamer that is pictured is not broken. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11 visual examination of the returned product identified reamer was returned in two pieces with the drive connector detached from the shaft of the reamer. The flutes of the reamer head are damaged and there is galling on the shaft near the proximal end of the reamer shaft. A definitive root cause cannot be determined. The reported event is confirmed through product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.